Event description:
The facility's biomed reported a fail code 814:01, which occurred during pt use. Info was requested by baxter regarding specific pt info, whether or not there was a report of medical intervention or pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.